Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 7.1 and 3.2 were failed and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed due to loosen and disconnected components. The field service engineer powered down the station and reconnected each drawer individually to restore detection. Drawer three was found partially unplugged and was secured properly. The retractor band for drawer 7.1 was reconnected behind the back panel. A full functionality test was performed using the hardware test application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.